Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no activity outside of normal use. An occlusion alarm was observed on (B)(4) 2013 and the cartridge was not low or empty at the time of the alarm. During testing, the pump powered on normally and displayed the verify screen. The pump was primed and exercised successfully for 24 hours with no alarms. Periodic boluses were performed using the normal, ez carb, ez bg, and combo boluses, the pump¿s history correctly recorded the bolus in the right time and order. Low and empty cartridge warnings were stimulated during testing; the pump gave the correct audible and visible alerts for both warnings. The pump was opened and no corrosion or intermittent condition was found to the internal circuit board or power flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the pump did not alert for a low or empty cartridge. The alarm history was reviewed and found no low or empty cartridge warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.